Event description:
Boston scientific crm received information that, during an implant procedure, a competitor right ventricular (rv) epicardial lead was damaged and had pacing impedance measurements greater than 2000 ohms. The competitor left ventricular (lv) lead was connected to the device and also had an out of range impedance measurement. A setscrew issue was suspected. It was reported four torque wrenches were damaged while attempting to tighten the distal lv setscrew. The setscrew was stuck. The device could not be implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Manufacturer narrative:
Visual inspection of the returned device noted a broken wrench tip in the lv tip setscrew. The setscrew was confirmed to be stuck microscopic inspection of the connector blocks noted the setscrew retainer rings were bent upward, indicating excessive force had been used to retract the setscrew against the retainer ring. A series of electrical tests were performed, and the device was operating normally. Analysis concluded the cause of the reported observations of high impedance was most likely due to the observed stuck setscrew. The reported setscrew issue was most likely due to excessive force backing the setscrew against the retainer ring.